Event description:
Adult resuscitation bag was removed from its MFR's packaging and a tear was noted in the plastic oxygen reservoir bag. This was noted while attempting to resuscitate the pt during a cardiac arrest. The pt transferred to ICU and expired two days later.